Event description:
The customer reported that the scope was washed on (B)(6) 2023 and first tested on (B)(6)2023 and was positive for 15 colony forming units (cfus) of pseudomonas aeruginosa. The scope was washed again on (B)(6) 2023 and retested (B)(6) 2023 and tested positive for 10 cfus of pseudomonas aeruginosa. The scope has not been used on a patient since (B)(6) 2023.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: correction: b3 update: b5, h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the following: the scope connector case unit was deformed and the air/water cylinder was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope tested positive for an unexpected contamination two times. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.